Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that a sample of full stomahesive wafers were sent to customer as a plaster free alternative. On (B)(6) 2013 the complaint was evaluated by the site of manufacture, and medical and regulatory statements have been reviewed. Skin discomfort complaint issues were investigated based on the following requirements: an assessment of the baseline complaint data; procedure review of changes in materials and processes; review of the risk probabilities calculated and review of returned products. Though the analysis of the complaint data feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy patients and/or health care provider is consistent with the conditions that ostomy patients experience as reviewed. An investigation report on field skin irritation was used for the comparison analysis of the evaluation. There was no returned product available for review. Adverse event monitoring will continue to be performed. Skin related field feedback and/or complaints will continue to be tracked and evaluated according to convatec inc. Procedures. A returned sample was not expected for this complaint. No additional information is expected.

Event description:
End-user reports small blister/skin irritation to peristomal skin under wafer's border after using for 1/2 a day.